Manufacturer narrative:
B3: date of event: week of (B)(6) 2023. D4: lot number: unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. E3: occupation: registered technologist . The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint was unable to be confirmed as the sample was not available for evaluation. An exact root cause for the issue was unable to be determined. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the 6fr angio-seal would not enter the arteriotomy. A 6fr sheath was used prior to placement of the angio-seal. An angio-seal wire was used. A 6fr sheath was placed over the wire after two different angio-seal devices were attempted. The patient had a clean stick and zero issues with regular sheath entry. The estimated blood loss was less than 250cc. The patient was stable, and the procedure outcome was successful. Additional information was received on 13 apr 2023: the angio-seal device was attempted to be used on the patient. The procedure was heart catheterization using a 6fr precision sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was a pre-deployment angiogram performed. The staff reported that they could not get angio-seal arteriotomy locator into the patient's common femoral artery (cfa). They tried two different devices. They attempted over the angio-seal wire. Between changing devices, a 6fr sheath was placed with ease. Hemostasis was achieved by manual compression. No blood loss was reported. The patient was stable. A 6fr precision sheath, 6fr pinnacle sheath, and table j wire were used with the angio-seal.